Manufacturer narrative:
On 11/20/2018 mentor submitted a supplemental report to reflect that a non mentor implant had been returned. As a result, the patient code was changed. On 12/13/2018 mentor received a second implant for this complaint that was a mentor device. Therefore, the patient code has been changed back to what was originally reported. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right non-mentor. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor memorygel breast implant 325cc gel prosthesis on the left and a non-mentor breast prosthesis on the right. Bilateral deflation of the breast prostheses was diagnosed post procedure through a sonogram. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received a non-mentor product, and no analysis will take place. If the correct device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/20/2019. Device evaluation summary: it was reported that a 71-year-old female patient underwent breast augmentation revision with a mentor memorygel breast implant 325cc gel prosthesis on the left and a non-mentor breast prosthesis on the right. Bilateral deflation of the breast prostheses was diagnosed post procedure through a sonogram. Upon receipt the device contained clear gel. White material was observed within the device and gel was observed on the shell surface. During examination a rent measuring approximately 5.2 cm was observed on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise its integrity. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 8/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).